Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a battery communication time out. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. A primary audible alarm background test was found in the event history log. The power up process and occlusion testing were performed. The error was no duplicated and there was no speaker damage noted. The operator replaced the speaker as a preventative measure, performed the power up process, occlusion testing, preventative maintenance and all functional tests which passed.